Event description:
Customer reported issues with the insulin pump. Customer states that their cannula is bent and the logo sticker has changed color. Customer also states that the drive support cap is flush. The blood glucose reading is 382 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a protruded and loose drive support disk, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.